Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Insulin pump received with cracked battery tube threads, severe scratches on lcd window and missing end cap sticker. Insulin pump received with peeled back address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 294 mg/dl, which the customer treated for with manual injection. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.